Event description:
The customer reported to olympus, during an incoming inspection, the visera 4k uhd xenon light source had the emergency lamp blinking. There was no patient involvement in this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the emergency lamp had low brightness and the indicator was blinking. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the low brightness was due to a faulty emergency lamp. However, the specific cause of the faulty emergency lamp was not established at this time. Olympus will continue to monitor field performance for this device.